Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was no saline flush in the foley tray while placing foley catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect operation¿. It was unknown whether the device had met relevant specifications. The product was not used on the patient. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The labeling review was not required because a review of the label could not have prevented this issue. The device was not returned.

Event description:
It was reported that there was no saline flush in the foley tray while placing foley catheter.